Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining no identification result when testing internal qc strains with the api® 20 e (ref 20100, lot 1007490280). The customer reported that tubes on the api® 20 e strips dried out and no result could be obtained. Investigational testing included testing atcc® quality control strains with retained kits from the customer's lots (1007490280) and an internal reference lot (1007546490). Atcc® 25922¿ escherichia coli; atcc® 13047¿ enterobacter cloacae; atcc® 35659¿ proteus mirabilis; atcc® 35657¿ klebsiella pneumonia spp pneumonia; atcc® 51331¿ stenotrophomonas maltophilia. In addition, testing was performed to assess if the issue of dehydration could be linked to the incubation boxes provided with the strips. The atcc® 25922 escherichia coli strain was tested with the strip of the reference lot 1007546490 but mixing the incubation boxes (incubation boxes of the two impacted lots in parallel with the incubation box of the reference lot). No dehydration has been observed on the lots tested. The customer¿s issue is then not reproduced in house. Qc strains profiles are in agreement to the expected theoretical profiles therefore api® 20e is within its expected level of specifications.see h10 for addtl mfg narrative.

Event description:
A customer in (B)(6) notified biomérieux of obtaining no identification result when testing internal qc strains with the api® 20 e (ref 20100, lot 1007490280). The issue was observed during a training session with qc strains. As this was a training session with qc strains, there is no patient involved. The customer reported that tubes on the api® 20 e strips dried out and no result could be obtained. An internal biomérieux investigation will be initiated.